Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and mildly calcified iliac artery. A 9.0mmx40mmx135cm sterling balloon catheter was advanced for post dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.